Event description:
The caller stated that the patient has been experiencing extreme high and low blood glucose levels, and feels that the pump is failing. The caller also stated that the patient was hospitalized for diabetic ketoacidosis last year. He stated that the patient's blood glucose elevated because he did not insert the infusion set properly. The father was unable to troubleshoot at the time of the call, and stated he'd be calling back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.